Manufacturer narrative:
Medtronic received additional information that the complications were not related to medtronic product. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the complications were not related to medtronic product. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 900sfc26, PMA#: k093903, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Citation: algarni kd et al. Mitral valve replacement after transcatheter aortic valve implantation in a patient with rheumatic hear t disease and prior ross procedure: a case report. Egyptian heart journal. 2019; 71(1):22. Doi: 10.1186/s43044-019-0030-2. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient with chest pain, progressive dyspnea, severe mitral and tricuspid regurgitation, mitral stenosis, atrial fibrillation, and a previous ross procedure who underwent implant of a 25mm medtronic mosaic bioprosthetic valve in the mitral position and a 26mm medtronic tri-ad annuloplasty ring in the tricuspid position. It was also reported that the patient underwent a transcatheter aortic valve replacement (tavr) with a 29mm medtronic evolut r 3 months prior to the implant of the mosaic and tri-ad. No serial numbers were provided. Following the implant of the mosaic valve and tri-ad ring, the patient required extracorporeal membrane oxygenation (ECMO) support, an intra-aortic balloon pump, and high inotropic support because of right ventricular dysfunction. It was also reported that the patient had a pleural effusion requiring a drain insertion. After 1 day of ECMO support, the ventricular function recovered, and the patient was weaned from mechanical support gradually. Echocardiography revealed a mild paravalvular leak on the evolut r valve and trivial regurgitation on the tricuspid valve. No additional adverse patient effects or product performance issues were reported.